Manufacturer narrative:
There is an instruction that states, "this unit should not be used by children without adult supervision" and consumer failed to perform that instruction. Consumer admits to leaving the heating pad on and unattended which is a violation of the instructions and warnings provided. Consumer has not returned the product.

Event description:
Consumer alleges her (B)(6) year old daughter was using the heating pad for jaw pain because of braces. Consumer alleges the heating pad controller melted a hole in the back of the controller causing damage to her daughter's fleece blanket. There was not a report of personal injury with this incident.